Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon was reaming over the guide wire with the drill and the depth stop released causing the drill to plunge through the femoral head. No surgical delay.